Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was broken. A 135cm renegade hi-flo fathom system was selected for fibroid embolization of the uterus. During procedure, it was noted that the catheter broke near the hub. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is fine.